Event description:
A customer reported that results for multiple patient samples processed on the (B)(4) laboratory automation system were mis-associated with the incorrect sample ids. The mis-association of results with the incorrect patient may lead to inappropriate physician action. Results for the vitros assays tested (multiple assays involved) were initially reported from the laboratory. Once identified, corrected reports were issued for all affected patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that sample results were mis-associated with the incorrect sample ids for multiple patient samples processed on the (B)(4) laboratory automation system. The investigation determined that the customer paused the centrifuge module and repositioned sample tubes within a centrifuge rack. This caused the sample tubes to be mis-associated with the incorrect sample ids retained in the system memory for each position. The (B)(4) laboratory automation system correctly flagged the affected samples, and the customer did not appropriately review the sample results prior to reporting them. The (B)(4) laboratory automation system was operating as intended. The root cause of this event is user error.